Manufacturer narrative:
The drive support was inspected and no anomaly was noted. The pump had minor scratched display window. The pump passed displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. (B)(4).

Event description:
The customer's wife reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 443 mg/dl. The wife stated that her husband had low blood glucose readings last night and now it is high. The customer treated the high blood glucose readings with manual injection. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be flushed. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.